Event description:
N/a.

Manufacturer narrative:
Updated fields: ( type of investigation, investigation findings, investigation conclusion). It was reported that cardiosave intra-aortic balloon pump (iabp) issue with auto-fill. Users surfaced subject unit failing to auto fill while on patient. Patient demographics asked but unknown. Users swapped out the console to continue treatment without issue. A getinge field service engineer (fse) reported onsite on 3 august. Fse unable to replicate user complaint. Successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit without issue. Nothing abnormal identified in the logs, attached for reference. Unit calibrated and passed all functional and safety tests per factory specifications. Completed pm with all functional and safety tests per manufacturer specifications. Fse stated that: the following components) are in need of replacement. When received getinge will schedule a return visit to replace component (s) 0146-00-0097, lithium ion batteries. But through communication it is confirmed that batteries were replaced during pm. Patient involved. No patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit failed to autofill. The unit was swapped out to continue treatment without issue. There was no patient harm reported.